Event description:
It was reported that foreign material was present on the device. A 3.75mm x 15mm nc emerge balloon catheter was selected for use. During preparation, it was noted that the device appeared to have a lump of glue near the monorail entry portion. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that foreign material was present on the device. A 3.75mm x 15mm nc emerge balloon catheter was selected for use. During preparation, it was noted that the device appeared to have a lump of glue near the monorail entry portion. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were no fluids found to the device and the balloon was tightly folded. The bond area to the returned device was measured and it was verified that the midshaft bond was within specification. There was no damage or irregularity found to the device.